Event description:
On (B)(6) 2015 a patient was treated for a ruptured abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. Arteriotomies were completed and the left hypogastric artery was coil embolized. On the same side (left) a gore® dryseal sheath was advanced over a super stiff wire. The trunk ipsilateral leg endoprosthesis was advanced through the sheath and the trunk section of the device was deployed, opening the contralateral gate. Cannulation of the contralateral gate was achieved from the right side and a contralateral leg endoprosthesis plc201200 was implanted. The trunk ipsilateral leg endoprosthesis deployment was then completed, extending the ipsilateral iliac limb with a contralateral leg endoprosthesis pxc121000. The proximal, distal and device overlap areas were all ballooned using a reliant medtronic balloon. Final angiography was reportedly showed good results with no complications or endoleaks. The patient remained hospitalized until (B)(6) 2015. On (B)(6) 2015 the patient presented to the hospital emergency room with hemodynamic instability, peripheral edema, and severe abdominal pain. A CT angiogram showed a leakage of contrast at the connection between the contralateral leg endoprosthesis and the contralateral gate of the trunk-ipsilateral leg endoprosthesis, reportedly caused by a possible type iii endoleak. The patient was treated with inotropic medications without success and the patient expired from sepsis. The sepsis was corroborated by a blood test showing a high level of c-reactive protein.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Manufacturer narrative:
Additional device: pxc121000 lot number 12713888. Results: a review of the sterilization records for the devices verified the lots met all pre-release sterilization specifications. The imaging evaluation stated the following: (B)(6) 2015 the diameters of the proximal landing zone appears to range from 22-25.7mm. (B)(6) 2015 the overlap of the contra limb and the contra gate appears appropriate with 4 radiopaque markers aligned at the level of the flow divider. There appears to be contrast outside of the device at the level of the flow divider, anterior and posterior. Endoleak of undetermined origin. Posterior to the device and to the left of the spine there appears to be a lobular density with air in it. Air is seen in several areas adjacent to or within the sac. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to infection and death.